Manufacturer narrative:
(B)(4). Customer confirmed that event logs, devices and set will be sent back for investigation, ups label provided for product return. Although requested, logs, device, and set have not been received. A follow up report will be submitted with failure investigation results should the logs, device, and set be received for evaluation.

Event description:
Customer reported that a primary infusion of 100ml of kcl was intended to infuse over 1 hour (at 100ml/hr), but it infused in 10 minutes. Customer requested an event log review from t he pcu (biomed was unable to download the event logs from the lvp). There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is currently available.